Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope was only expanded to 2mm. Cut was not implemented. The device was returned and evaluated, and a foreign object was in the nozzle, which had been attributed to inadequate cleaning. There was no patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned and evaluated and the customer's allegation could not be confirmed. The evaluation findings are as follows: the curved rubber adhesive part is missing , the air and water nozzles are clogged, and the drain function is degraded; the bending angle is insufficient due to the elongation of the angle wire; the play of the angle knob is out of the normal state due to the elongation of the angle wire; discoloration of the objective lens is observed; the image is cloudy due to dirt on the objective lens, scratches were found on various parts of the device; due to wear of the angle wire, the bending angle in up direction does not meet the standard value; the play in the up/down knob is out of standard value due to elongation; adhesive connection was deteriorated; debris in nozzle; objective lens had discoloration; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on the bending section cover had a chip and due to dirt on the objective lens, there was a lack of image on the monitor. Additional information has been requested regarding this event. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.